Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered an audible alert for excessive charge time and end of service (eos) was indicated as well. It was noted that the device had been being monitored each month because it was approaching recommended replacement time (rrt) - one month earlier, the device had still been at pre-rrt. The device was explanted and replaced. No patient complications have been reported as a result of this event.